Manufacturer narrative:
Device out of warranty; no request for manufacturer service. Customer declined service and support.

Event description:
The customer reported that the ventilator would not power on. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation. As the device is out of warranty,the customer declined service and support for this unit . No further information available.